Manufacturer narrative:
B3. Date of event: actual event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter stopped working. The patient started experiencing recurring incontinence. The device was confirmed to be defective by imaging as it was having a leak. The patient is deactivated due to bleed/clotting from weak bladder blood vessels due to radiation therapy per healthcare professional. No further information was provided.